Event description:
It was reported patient underwent a revision procedure twenty months post implantation due to unknown reason. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
(B)(4). D10 - medical product: tibia stemmed catalog # 42532007102 lot # 65303657 articular surface medial congruent (mc) catalog # 42522100812 lot # 65048458 all-poly patella cemented catalog # 42540200029 lot # 65346208 stem extension tapered cemented catalog # 42557000114 lot # 65491613 unk palacos cement catalog # unknown lot # unk. G2: australia customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, g3, g6, h2, h3, h6, h10, and h11. Proposed component code: mechanical (g04) - femur. Reported event was unable to be confirmed due to limited information received from the customer. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: from per and follow up, reason for revision was pain, no additional medical records were provided. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported patient underwent a revision procedure twenty months post implantation due to pain. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.